Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor storage or/and strip issue.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 150-170mg/dl fasting. Verified the strips expire 6/30/2017. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2016. Reviewed meter memory: 406mg/dl (B)(6) 2016 05:22:00 pm fasting: no. Memory concerns: 406.